Event description:
For approximately 10 minutes while patient was on surgery table, staff unable to remove foot of bed to perform cystoscopy and bladder surgery. Table top was shifted to the head of table and weight was at the head of table to prevent tilting. Patient moved to approximately 6-inches from edge of table bottom.